Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: angular stable locking system (asls) sleeves were used under free hand locking technique for distal locking in combination with expert tibia nail (etn). Patient complained of pain in the region of the distal locking. Asls sleeves broke into 2 parts which causes soft tissue irritation. As free hand locking technique was used, it is not possible to recognize intraoperative if the asls sleeve is broken or not. The asls sleeves can not be seen with image intensifier. This report is 1 of 1 for complaint (B)(4).